Event description:
There is no new patient or event information to report since the last medwatch report was submitted.

Manufacturer narrative:
Description of event: it was reported that an ear, nose, and throat (ent) physician was unable to insert the "new" shiley tracheal cannula, referring to the introducer, using the blue rhino guide. During a percutaneous tracheostomy placement procedure in the intensive care unit, the cannula and guide were noted to be "too soft" and bending while attempting to advance into the patient. A sales representative noted the wrong, "older" blue rhino set was used with the cannula. In order to complete the procedure, a resident had to run into the hospital to find an "old lpc tracheal cannula compatible with the introducers". Investigation ¿ evaluation: a document based investigation was performed including a review of the instructions for use, interview of personnel, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "precautions bronchoscopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilators and tracheostomy tube. An ultrasound evaluation of the patient's neck prior to the procedure may aid in identification of anatomical variances. Instructions for use: patient preperation: 2. Place the patient in the tracheostomy position. Position a pillow under the shoulders to permit full extension of head and neck. The head of the patient's bed mat be elevated to 30-40 degrees at the physician's discretion. 6. Generously lubricate the surface of the appropriately sized loading dilator and load the tracheostomy tube onto the dilator, ensure that the tracheostomy tube's tip fits snugly on the dilator. Ensure that the balloon is completely deflated. Thoroughly lubricate tracheostomy tube assembly. Tracheostomy procedure: 1. Palpate landmark structures (thyroid notch, cricoid cartilage) to ascertain proper location for tracheostomy tube placement. Access and, ultimately, tube placement is ideally made at the level between the first and second tracheal cartilages or between the second and third tracheal cartilages whenever feasible. 2. After introducing local anesthesia, make a 1.5-2.0 cm skin incision (vertical or horizontal) at the chosen insertion site. 3. If desired, use a curved mosquito clamp to gently dissect vertically and transversely down to the anterior tracheal wall. With a fingertip, dissect the front of the trachea, in the midline, free of any tissues and identify the cricoid cartilage. Displace the isthmus of the thyroid downward, if present. Note: an adequate skin incision and blunt dissection of the subcutaneous tissue can minimize the need for excessive force and torque throughout the procedure. Excessive force and rotation may lead to long-term complications." Cook concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that a device was used that was potentially expired, due to the fact the customer stated "the cannula could not be inserted into the trachea because the customer used the wrong/older blue rhino set with the new cannula." But this cannot be confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter country: (B)(6). Initial reporter ¿ occupation: respiratory therapist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ear, nose, and throat (ent) physician was unable to insert the "new" shiley tracheal cannula using the blue rhino guide. During a percutaneous tracheostomy placement procedure in the intensive care unit, the cannula and guide were noted to be "too soft" and bending while attempting to advance into the patient. A sales representative noted the wrong, "older" blue rhino set was used with the cannula. Additional information regarding the device, event details, and patient outcome have been requested but are currently unknown.

Event description:
In additional information received on (B)(6) 2021, it was reported that the cannula in this instance refers to the introducer. In order to complete the procedure, a resident had to run into the hospital to find an "old lpc tracheal cannula compatible with the introducers". The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Hospitalization was not prolonged for the patient.

Manufacturer narrative:
Correction: h6 - annex e, annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.